Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported during fill 1 the cycler alarmed for air detected in the cassette. The alarm was not able to be cleared. Treatment was discontinued. When the cassette door was opened fluid was found on the back of the cassette and was leaking down the patient line. The source of the leak could not be identified. They were advised to contact the patient's pd nurse. The set was accidentally discarded. During follow up the patient's pd nurse reported the patient had clear effluent. There were no complications from this event. The patient was not prescribed any antibiotics. No adverse event reported at this time.